Manufacturer narrative:
Complaint follow up: no complaint sample returned for eval; no case images, videos, etc. Were provided for review. Complaint sample eval: complaint sample was not returned to rex for review. Return device eval: no device retain eval performed for this lot number. Root cause: a definitive root cause for this reported product failure was due to an off label usage of the device. Conclusion: there were no complaint sample available for return to rex for investigation. A review of the device history record was not able to be performed because the lot number for the complaint in question was not provided. A retain device eval could not be performed as there were no lot number provided for the complaint in question. A definitive root cause of this product complaint was found to be an off label usage of the device by the physician. The cause of the cleaner15 device in the cleaner that the reported (dvt) is considered an off label usage because the device is not indicated for use in dvt which resulted in the radiopaque tip coming off of the rotations wire. Therefore, this complaint is considered an isolated incident.

Event description:
Per the field complaint report: dr. (B)(6) used (2) cleaner 15's for dvt case and tip fell off inside pt. Dr. Reed pulled 2nd cleaner to figure out what happened and pulled off the second tip.